Event description:
The customer reported via phone call that the insulin pump made a loud high pitched grinding and squealing noise without any alarms occurring. The customer did not know the blood glucose reading. The customer was advised that without any alarms, the insulin pump would be working as designed. However, the customer requested to replace the insulin pump since she noted that the noises had never occurred previously. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a noisy motor during the rewind due to a faulty motor. The insulin pump was also received with a loose and protruded drive support disk, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.